Event description:
The patient presented to urgent care with signs of an allergic reaction, reportedly triggered by the removal wipe used with the zio monitor. Symptoms included a rash and hives on the upper body and face. Following evaluation, the patient received a steroid injection and was prescribed antibiotics along with topical hydrocortisone cream. Due to persistent symptoms, the patient subsequently consulted an allergist, who prescribed allegra for continued management of the hives.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for the 14-day prescribed wear period. The patient has sensitive skin. The cause of the reported event cannot be determined, however, and the patient¿s pre-existing sensitivity cannot be ruled out as a contributory factor. The device manual provides a warning in the precaution section that reads as follows:" if the patient has a known allergic reaction to limonene, the active ingredient in the adhesive remover, use baby oil or petroleum jelly to aid removal instead of the adhesive remover wipe.¿ this event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.